Manufacturer narrative:
Device product code ¿xxx¿ used as the code applicable to ¿ bone grafting material, synthetic¿ was not available for selection. The actual device code is ¿lyc¿. This report is for unknown chronos granules. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Complainant device is not expected to be returned for manufacturer review/investigation. (510k): unknown, as specific part and lot numbers for chronos granules is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the patient recently underwent a procedure where chronos granules were placed on the temporal lobe area of the head and the patient is now experiencing extreme pain and other complications. This report is for unknown chronos granules. This is report 1 of 1 for complaint (B)(4).